Event description:
PICC dressing noted to be saturated with blood. Dressing taken down. Red lumen of PICC flushed with saline. Clear drainage note to be leaking from the junction where hub of PICC meets the catheter and running down patient's leg. When blood return attempted from same lumen, small air bubbles note to be sucked into catheter from same junction.

Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Without an evaluation of the device involved we are unable to determine the cause of factors that may have contributed to this event.